Event description:
A physician reported that, following an intraocular lens implantation surgery, the patient experienced discomfort in vision. The lens was replaced with another lens and after replacement, discomfort in vision was resolved. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).